Event description:
Customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain. The technical service representative (tsr) assisted the home patient (hp) by explaining the message to the hp and having her recycle the machine error. The system error 2367 occurred so the tsr informed the hp to start over using new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the event was not reported and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.